Event description:
Adverse event: on (B)(6) 2026, I sustained bilateral corneal tears during/following an ldd uv light adjustment treatment at k2 vision. I was treated at (B)(6) with bilateral bandage contact lenses. I continue to experience dry eye disease, light sensitivity, eye pain, and reduced visual quality. Protocol deviations: (1) timing: my first ldd treatment was performed [x] days post-implant, before rxsight's FDA-approved minimum waiting period elapsed. (2) preserved proparacaine: bak-containing anesthetic drops were applied before each ldd session. I was never told whether drops were preserved or preservative-free, nor warned of cumulative bak corneal toxicity. (3) head pressure: a staff member physically pushed my head into the ldd machine frame during active uv treatment -- directly contrary to rxsight protocol requiring patients remain still without external assistance. (4) scripted response: I was told my injury was a "rare reaction to the preservative." Multiple patients at k2 vision report receiving this identical explanation, suggesting coordinated liability management rather than genuine clinical assessment. Pre-operative screening failures: 15+ year dry eye history not identified as contraindication lagophthalmos (incomplete eyelid closure) not screened for contraindicated medications not reviewed for uv photosensitivity comparison evidence: a second ldd procedure on (B)(6) 2026 at a different facility using a different ldd machine generation was completed without incident. Staff at the second facility indicated their machine was an older generation than k2 vision's. I request the FDA obtain and compare ldd serial numbers, generation designations, and calibration records from both facilities. FDA requests: (1) investigate ldd protocol deviations at k2 vision. (2) audit rxsight adverse event reporting compliance. (3) obtain k2 vision ldd calibration/maintenance records. (4) accelerate post-approval uv retinal damage study. (5) review patient screening requirement enforcement. Slit lamp examination -- (B)(6) 2026, (B)(6) -- documented bilateral corneal tears following ldd treatment at k2 vision. Treated with bilateral bandage contact lenses. Dry eye evaluation -- (B)(6) 2026 -- documented dry eye disease worsening following procedure. Schirmer tear test / tear osmolarity -- "not performed"by k2 anterior segment oct -- corneal layer imaging. "Not performed / not offered" specular microscopy -- corneal endothelial cell count. "Not performed / not offered" macular oct -- retinal imaging to evaluate uv retinal damage. Have scans and can transmit. Visual acuity testing -unspecified vision loss. This report captures rxsight light delivery device (ldd) #1. Pt: 1814, 2137, 4467. Device: 2017. Ref: mw5189569.